Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.

Event description:
Healthcare professional reported "rupture". Patient then reported "developing an auto immune disease (cardiac sarcoid), pace maker and defibrillator placed, almost died and coded in the ER and taking 10 pills a day as treatment", medical review assessed it as not device related. This record is for right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.